Event description:
It is reported that the patient presented with pain and was revised.

Manufacturer narrative:
Information was rec'd from a consumer who is not required to complete form 3500a. Evaluation summary: the device was implanted in (B)(6) 2008 and then explanted in (B)(6) 2010, an in vivo time of approx 20 months. The device was not returned for review, so its condition is unk. Surgical notes from when the device was implanted did not indicate any complications. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. There is insufficient information to perform a probable cause analysis. A definitive root cause cannot be determined with the information provided. Evaluation: the manufacturing records of the stem were reviewed found to be conforming indicating that the stem was manufactured, inspected, and packaged to specification.